Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain #4) alarm was identified in the log. The alarm occurred on (B)(6) 2014 08:39:05. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. There was no non-conforming product found during sample analysis that was related to the reported issue. The external/internal inspection was performed and the device passed. During the device evaluation, an increased intra-peritoneal volume (iipv) was identified in the review of the event history logs (noted as a high drain 104 alarm). The cause could not be determined. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.